Event description:
Caller reported that a malfunction occurred on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The caller was advised to reach out again if the issue reappeared and confirmed understanding of the instructions.